Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with the display showing same data on 5 lines was confirmed during product evaluation. This condition is due to an issue with the main display. The user interface model liquid crystal display (uim lcd) board was replaced to fix this condition.

Event description:
The facility reported a colleague infusion pump with the reported condition of display showing same data on 5 lines. No visible damage was found to the pump. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.